Manufacturer narrative:
(B)(4). The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information were unsuccessful. Without additional information or return of the device the root cause of the event cannot be determined. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a patient enrolled in a clinical study had a 30mm annuloplasty ring disabled after an implant duration of approximately five (5) years and four (4) months due to severe mitral stenosis (mean gradient 10mmhg). The (B)(6) female patient underwent a valve-in-ring procedure and a 26mm bioprosthetic valve, was implanted in the mitral position with satisfactory results. Postoperatively, the patient was hemodynamically unstable requiring inotropic drug support. She had several episodes of ventricular tachycardia which was difficult to stabilize and, at one time, required cardiac massage for more than 30 minutes before her hemodynamics recovered. She required extracorporeal membrane oxygenation (ECMO) treatment. She also had a cardiac ablation for chronic atrial fibrillation. Due to her relatively young age and minimal co-morbidities, the surgeon has discussed the possibility of heart transplant with the patient and her family.

Manufacturer narrative:
Based on the information received the annuloplasty ring did not cause or contribute to the stenosis and probable root cause is due to patient related factors.

Event description:
Through follow up with the surgeon, edwards learned that the implanted annuloplasty ring did not contribute to the reported stenosis. The stenosis was reported to be a consequence of the baseline condition i.e. Rheumatic valvulopathy.